Event description:
A (B)(6) old male patient contacted zoll customer support to report that when he inserted a new battery pack, the screen on the monitor would not power up, the gong was the only audible alarm, and the response buttons were nonfunctional. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problems (monitor display would not light up and response buttons are nonfunctional) are being evaluated. Upon receipt, the device was unable to download, the lcd would only display a white screen and the audio alarms were fully functional. A root cause investigation is currently being performed by engineering. No adverse event resulted from the defective monitor. The patient received a replacement monitor.